Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient complaining of pain and upon research it was determined that the original implants were mismatched. A size 6 femur was used with a size 2 tibia. During the revision it was discovered that the post of the poly had broken off. Also, it was determined that the baseplate was undersized; the poly and tibial tray were removed and a size 4 tibia posterior stabilized (ps) was implanted.